Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. It was also reported the patient did not charge her ipg for significant amount of time. Surgical intervention will be taken at a later date to address the issue. Date of event is unknown.

Event description:
Further follow up identified the ipg was explanted and replaced. Reportedly, effective stimulation was restored.

Manufacturer narrative:
(B)(4). Correction/removal number: 1627487-07262012-002-r, 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.